Manufacturer narrative:
The customer has indicated that a sample may be available for evaluation. At this time no sample has been received. Once the sample is received an evaluation will be completed and a follow up submission will be filed. The sample has not been received for evaluation. (B)(4).

Event description:
Reported issue: the customer reported sometimes they are unable to connect the codan stopcock with extension line to the enflow extension line because the connection of the enflow extension line does not fit the codan stopcock connection. And with some of them you have to try this with a kocher and even then it is hard to connect or it is not connected well enough. This complaint results in some of the cases in a leakage that they sometimes cannot see. With the endoscopic surgeries both arms of the patients are lying next to the body under the blanket and when medication is leaking, the reaction of the patient is not well and they are speeding up the infusion pump. It can be that the patient is not reacting very well on the medication because it is just leaking away and not coming in the patient. With the giving of blood, there is a lot of blood on the blanket because of the leakage. The attached complaint form indicated the product was in use on a patient when noticed and there was no patient injury.

Manufacturer narrative:
An evaluation was performed on the returned sample cartridge which included a functional and leak test. The cartridge received passed the leak test. The extension was then inspected and was found to have a male luer connector with deformed threads. The device history record was reviewed for the lot number provided, and no issues were noted during manufacturing that may have caused this issue. The probable root cause is related to a supplier defective component. The supplier has been made aware of this issue and a scar was issued (B)(4).